Manufacturer narrative:
(B)(4).

Event description:
Customer reported bravo capsule failed to transmit after it was placed in the patient. The recorder would not pick up the capsule signal. A second device was used, and the capsule would still not transmit signal.